Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by the customer from USA: "the customer reported a sapphire pump that smells "burn" and it won't charge he tried another power supply and still it will not charge, won't turn on. When asked if there was patient involvement he said that "not that I know". He wants to send the pump for repair. Delay in therapy:no. Need for medical intervention:no. Patient involvement: no. Human harm: no".

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by the customer from USA: "the pump will not turn on".